Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three years ago. Aneurysm is expanding, and vessel morphology has not yet been reported. It was reported that this patient was seen for routine follow-up and CT imaging revealed an endoleak, type unknown. There is a definite type ii coming from the inferior mesenteric artery, however the physician suspects a proximal type I additionally. Due to the present endoleak there is aneurysmal growth. An angiogram may be done to try to rule out the type I endoleak since it is not clear via CT imaging. Patient declines any further testing or procedures; however will continue to be monitored by their physician. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (anatomy related; type ii endoleak), device failure/lack of effectiveness related to patient condition (anatomy related; type ii endoleak).